Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited low impedance despite multiple re-positioning attempts resulting in a helix damage. The rv lead was removed and replaced. The patient was in stable condition.